Event description:
The lay user / patient contacted lfs on (B) (6), 2010 alleging a communication issue with their one touch ultra link meter. She claimed that the blood glucose results were not being sent to the medtronic device. The patient mentioned that the reported issue with the meter began on the (B) (6) at 10:20 am. The patient felt upset after the reported issue began. She did not seek any medical attention or contact her physician for assistance. While troubleshooting, it was noted that the meter results flashed, and the patient was able to obtain results on the meter and the meter ID was properly entered into the medtronic device. Issue was not resolved and the meter was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient denied seeking any medical attention and the patient's symptom is not a symptom suggestive of a serious injury. The complaint is being reported since the communication issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.